Event description:
A us distributor contacted zoll to report that a patient passed away in a nursing home while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two appropriate treatments during vt. At 06:46:17, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was sinus rhythm/bradycardia from 70-30 bpm with pvcs, hb, motion artifact and electrode lead falloff. At 08:51:48, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was sinus tachycardia from 110-30 bpm with pvcs, hb, motion/tactile artifact and electrode lead falloff. From 08:57:51 to 09:03:38, the patient's rhythm was vf with varying amplitude and CPR/electrode lead fall off until the electrode belt was disconnected at 09:03:38. Varying amplitude and CPR/electrode lead fall off obscured the rhythm and prevented the lifevest from treating the patient.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.